Event description:
The customer contact reported the device did not deliver a dose when the bolus key or the button on the pt bolus cord was pressed. On an unspecified date and time, the device was programmed for pain management, to deliver an unspecified concentration of morphine, with a 1mg bolus dose, a 10 minute pt lock out, a "30mg/day" dose limit and delivery was started. No further programming parameters were provided. After an unspecified length of time, the pt¿s wife reported the pump "wasn¿t giving a bolus, neither cord or bolus on top of pump." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were reported. Though requested; no add¿l info was provided.

Manufacturer narrative:
The device passed testing by delivering a dose when the bolus key or when the button on the pt bolus cord was pressed. The customer did not return the pt bolus cord for testing, testing was performed using a known good pt bolus cord. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).